Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . On (B)(6) 2024 , the patient reported inaccurate cgm values the day after the sensor was inserted in the arm. On (B)(6) 2024 , the patient's cgm displayed 75 mg/dl with a downward trend, but she passed out and had another seizure before she could act. An ambulance was called. The hospital administered glucose, juice, and crackers. She had rebound hyperglycemia after treatment with bg 212 mg/dl before discharge the following day. There was no documentation of medical intervention for hyperglycemia. Although no bg was provided for this episode, the patient noted that the g7 often provides values that are 50¿100 mg/dl off. The patient uses tandem tslim in hybrid closed loop. There was no documentation of further medical evaluation or intervention. The patient was fine and stable during the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.